Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were lacking parts noted in the pack. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.